Event description:
It was reported that a patient with a 11400m 29mm valve in tricuspid position underwent a valve-in-valve procedure after an implant duration of 1 year, 8 months due to severe regurgitation, mild halt, with motion restriction. The patient presented with worsening dyspnea, fatigue, and lower extremity edema. A 9755rsl 29mm was implanted successfully.

Manufacturer narrative:
H11. Additional narrative. Updated b3, b5, d4, h4, and h6. Subclinical leaflet thrombosis (slt) is described as a thin layer of thrombus that can involve one or all three leaflets, with typical appearance on mdct as a hypo-attenuating defect of the leaflets, also called hypo-attenuating leaflet thickening (halt) (figure2.). Reduced leaflet motion (rlm) is also associated with slt, as there is a decreased mobility of one or more leaflets of the valve. The mechanisms behind slt largely involve overactivation of the coagulation cascade pathway and disrupted hemodynamics through the bioprosthesis, the sinus of valsalva, and bioprosthetic valve leaflets. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is patient factors.

Manufacturer narrative:
H11. Additional narrative: thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 11400m 29mm valve in tricuspid position is being evaluated for a valve-in-valve procedure after an implant duration of 1 year, 8 months due to severe regurgitation, mild halt, with motion restriction. The patient presented with worsening dyspnea, fatigue, and lower extremity edema. Per medical records, CT imaging demonstrated tricuspid valve with mild low-attenuating leaflet thickening of all three leaflets with restricted motion and lack of central coaptation resulting in significant regurgitation. No globular thrombus along the valve was seen. Cardiology note indicates that despite anticoagulation with warfarin, the patient continues to have severe regurgitation and worsening symptoms.